Event description:
It was reported that there is an intermittent function when cable manipulated at base of device connector. There is no pt information available.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted .